Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study site reported following an intraocular lens (iol) implant procedure, there was sub surface nano glistening in the left eye. Noted to be mild in severity. Relationship the device was noted as related. Additional information was requested.